Event description:
Customer reported a suspect reactive toxo igm (toxoplasma gondii immunoglobulin m) test result was obtained for one pt sample when using the unicel dxc 800i immunoassay system. The pt was known to be previously negative for toxo igm. The sample was tested with alternate methodology (vidas) and found to be reactive as well. It is unk whether the results were reported out of the laboratory. There were no reports of death or serious injury, and no affect to pt treatment was reported as a result of this event.

Manufacturer narrative:
Sample collection and processing info was not provided. Quality control was within the customer's acceptable ranges. Service info was not provided. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR is for day 1 of 2. See MDR #2122870-2011-06185 for day 2 of 2.